Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported that while the device was in use, the "check vent: alarm led failed" alarm displayed. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.